Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received low battery alarm and the insulin pump went blank. The customer stated that they inserted a new battery then the insulin pump alarmed weak battery and low battery. The customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting was done. The insulin pump passed tests. The customer stated that the low battery alert was not cleared after inserting a new battery. The customer stated that the insulin pump was dropped. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.